Manufacturer narrative:
The reported customer complaint was not confirmed by vyaire medical's field service team. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information is received.

Event description:
The customer reported to vyaire medical that the vela ventilator touch screen was unresponsive. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
(B)(4). The customer confirmed that the device will not be returning for further evaluation. Therefore root cause cannot be determined. However, the customer called tech support requesting an on-site evaluation and repair. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.